Manufacturer narrative:
Serious injury leading to revision surgery reported via MDR 1020279-2020-03995. It was reported that during legion revision surgery, surgeon tried to insert definitive product. While using the instrument, a piece of an instrument broke off inside the patient and became stuck between tibial baseplate and insert. The broken piece was recovered and the procedure was successfully completed with a delay of less than 30 minutes and no injury to the patient. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to traumatic injury or patient conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports that during surgery, a piece of an instrument broke off inside the patient and became stuck between tibial baseplate and insert. Per complaint details, the broken piece was recovered and the procedure was successfully completed with a delay of less than 30 minutes and no injury to the patient. No other complications were reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A visual inspection confirmed a piece of the tip of the gii articular inserter/extract is broken off and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during legion revision surgery, surgeon tried to insert definitive insert, while using the instrument, a piece of the instrument broke off internal to patient and became stuck between tibial baseplate and insert. The broken piece was removed and the surgery went ahead, however, a bigger insert was required as the first insert was damaged by the instrument broken piece. The procedure was finished using a smith and nephew back up device, with a surgical delay of less than 30 minutes and no injury to the patient.